Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "while placing a single lumen PICC 10/24 we had a piece of the guide wire break off in the patient's extremity. During the procedure once the needle was visualized in the basilic vein, the guide wire was advanced into vein through the needle. Rn noted resistance and attempted to pull wire out to check needle placement. The guide wire was difficult retracting, so the needle and wire were pulled out of the skin together. However, the guide wire became caught and started unraveling/sheering. All attempts to pull the entire guide wire out were preformed, but rn noted a "pop" as it came out of the skin. Procedure was aborted. The primary team and ir were notified. X-ray's were ordered and noted foreign body in right upper extremity. Bedside ultrasound was preformed and confirmed foreign body within lumen of vein. Due to concerns for migration, surgery team was consulted and the patient planned for emergent or for foreign body removal." (B)(6) 2022 additional information: what they¿re being treated for: admitted for chest pain, fever, cough, headache and neck stiffness for 1-2 weeks. Found to have strep pneumo pneumonia and bacteremia, campylobactter gi illness, rectal gonorrhea, and hydropneumothorax with mrsa other relevant history: ivdu (meth), hiv. Concomitant therapy: (B)(6) 2022 or with vascular surgery for venous cut down and retrieval of foreign body with possible venoplasty and venous ligation. *does the patient have an infectious disease? Yes, plan for cefepime q8 until (B)(6) 2022 and anidulafungin q24 until (B)(6) 2022.

Event description:
It was reported by the customer "while placing a single lumen PICC 10/24 we had a piece of the guide wire break off in the patient's extremity. During the procedure once the needle was visualized in the basilic vein, the guide wire was advanced into vein through the needle. Rn noted resistance and attempted to pull wire out to check needle placement. The guide wire was difficult retracting, so the needle and wire were pulled out of the skin together. However, the guide wire became caught and started unraveling/sheering. All attempts to pull the entire guide wire out were preformed, but rn noted a "pop" as it came out of the skin. Procedure was aborted. The primary team and ir were notified. X-ray's were ordered and noted foreign body in right upper extremity. Bedside ultrasound was preformed and confirmed foreign body within lumen of vein. Due to concerns for migration, surgery team was consulted and the patient planned for emergent or for foreign body removal." 11/1/22 additional information: what they¿re being treated for: admitted for chest pain, fever, cough, headache and neck stiffness for 1-2 weeks. Found to have strep pneumo pneumonia and bacteremia, campylobactter gi illness, rectal gonorrhea, and hydropneumothorax with mrsa other relevant history: ivdu (meth), hiv concomitant therapy: 10/25 or with vascular surgery for venous cut down and retrieval of foreign body with possible venoplasty and venous ligation. *does the patient have an infectious disease? Yes, plan for cefepime q8 until (B)(6) 2022 and anidulafungin q24 until (B)(6) 2022.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire is confirmed and was determined to likely be from tensile stresses. One 0.018¿ nitinol guidewire was returned for evaluation, and an initial visual observation showed complete breaks in the coil wire and the core wire at the distal end of the guidewire as well as severe elongation of the coil wire. The distal end of the guidewire including the weld tip was not returned with the complainant product. A microscopic observation revealed a tapered profile of the core wire in the vicinity of the break as well as a slight bend in the core wire. Material necking was observed at the break site. The fracture surface of the core wire appeared granular, consistent with a fracture caused by tensile stresses. Based on observations of the break site such as a tapered break profile, a granular fracture surface, and a slight bend in the vicinity of the break site, the complaint of a frayed guidewire appears to be confirmed and likely due to a pulling force on the guidewire. This event may occur when the guidewire is pulled against the introducer needle, or when the guidewire catches inside the vessel walls of the patient; therefore, the complaint of a frayed guidewire is confirmed. A batch history review (bhr) of regs4086 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.